Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, the complaint history review was not performed because no lot information was provided. Based on available information, the reported recurrent mitral regurgitation appears to be due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda was due to the posterior leaflet perforation/ tear. The cause of the reported unspecified tissue injury associated with the posterior leaflet perforation/ tear could not be determined. The reported unrelated death was due to abdominal bleeding and was not associated with the mitraclip system. The reported patient effects of mitral regurgitation, tissue injury, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip detaching from the posterior leaflet, leaflet tear, and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed approximately two years ago to treat mitral regurgitation. Two clips were implanted. It was reported on (B)(6) 2023 that the patient returned feeling unwell and had recurrent mr grade 4+. Further observation revealed one of the implanted clips (lot# unknown) had detached from one leaflet in a single leaflet device attachment (slda). The physician suspected a posterior leaflet tear had occurred. No further treatment was performed. On (B)(6) 2023 the patient died from an unrelated abdominal bleed. The death was not related to the mitraclip. No additional information provided.